Manufacturer narrative:
(B)(4). Investigation summary: the analysis results found that the msm20 device was received empty. After the last clip is used, the instrument is designed to lock out, which prevents the handles from being squeezed. Therefore, a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock-out mechanism). Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # r94p1f. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, the device did not tight the clips totally.